Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this device presented for a routine device follow up. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), two fault codes were observed; lc and CT. A boston scientific technical services consultant discussed the codes were for a longer than expected charge time. The lc indicated a charge time of greater than 20 seconds and the CT a charge time of greater than 44 seconds. The device data was submitted for further analysis. However, immediate device replacement was recommended as it could not be guaranteed that shock therapy remained available. Boston scientific received additional information that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this device presented for a routine device follow up. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), two fault codes were observed; lc and CT. A boston scientific technical services consultant discussed the codes were for a longer than expected charge time. The lc indicated a charge time of greater than 20 seconds and the CT a charge time of greater than 44 seconds. The device data was submitted for further analysis. However, immediate device replacement was recommended as it could not be guaranteed that shock therapy remained available.

Manufacturer narrative:
(B)(4). The device remains in service pending a replacement procedure. This report will be updated when additional information is received. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
Boston scientific received information that the patient implanted with this device presented for a routine device follow up. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), two fault codes were observed; lc and CT. A boston scientific technical services consultant discussed the codes were for a longer than expected charge time. The lc indicated a charge time of greater than 20 seconds and the CT a charge time of greater than 44 seconds. The device data was submitted for further analysis. However, immediate device replacement was recommended as it could not be guaranteed that shock therapy remained available. Boston scientific received additional information that this device was explanted and replaced. No additional adverse patient effects were reported.